Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided upon completion of the MFR's investigation.

Event description:
Ref # imp (B)(4).